Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) evaluation: electrode belt sn (B)(4) has not been returned for evaluation. Based on the flag files there is no indication that there was any malfunciton associated with the belt.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. The patient was reportedly found unconscious. The device delivered ten appropriate defibrillation shocks while the patient was in ventricular fibrillation between 23:32:34 and 23:46:33. The second, sixth, and ninth shock did convert the patient's rhythm to a slower life sustaining rhythm however the patient's rhythm subsequently degraded back into ventricular fibrillation. The electrode belt was removed at 23:46:33 on (B)(6) 2016. The response buttons were pressed intermittently while the patient was unconscious indicating the presence of bystanders. Patient was taken to the hospital. Ems and hospital staff attempted resuscitation efforts. The lifevest operated as designed and treated the ventricular arrhythmia.